Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event was reported. The patient¿s father reported that he was unable to remove the sensor because the sensor wire was bent, still attached to the sensor, and still under the patient¿s skin. The father tried removing the sensor however the patient was crying because it was painful. The father took the patient to the emergency room where the doctor applied numbing spray to the area and removed the sensor wire with forceps. The patient was doing okay following the procedure. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.